Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 17jb2529 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC nurse placed the PICC around midnight and flushed the line. On the morning of (B)(6) 2018 the PICC nurse went to flush the line after infusion and the PICC leaked at the hub. The facility stated that the "hub is actually broken/cracked." The PICC line was removed and another was placed. No patient injury reported.